Event description:
It was reported that a user experienced frequent postprandial hypoglycemia after meal announcements, including a blood glucose of 63 mg/dl following a breakfast announcement, while concurrently declaring an increased proportion of "less than usual" meals and having preset usual meal insulin doses of 16 units for breakfast and 14 units for dinner. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included transient low glucose. Investigation included review of reported glucose values, meal announcement patterns over 14- and 30-day periods, and assessment of programmed usual meal insulin amounts, with discussion of user education and the option of a factory reset. Investigation of this case revealed a use-related issue involving inaccurate meal size announcements relative to programmed dose settings, resulting in insulin overdelivery for meals and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement inconsistency combined with excessive usual meal insulin dosing.